Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the quick coupling device was breaking pins. There were no delays to the surgical procedure. A spare device was available for use. The surgical procedure was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run untrue, failed cannulation, would not hold the wire and made it difficult to insert the wire. It was further determined that the clamping components were worn and the guide sleeve was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear of components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.